Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular lead exhibited noise. Noise could not be replicated with arm maneuvers and pocket manipulation. The device was reprogrammed. The patient would be monitored.